Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the guide wire was stuck when wiring the left superior vein and could not advance or retract when in flower shape. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.